Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while starting an IV on a new admission baby, the nurse was successful inserting the bd insyte-n¿ autoguard¿ shielded IV catheter into the vein (left hand) and went to retract the needle. The needle did not retract when the button on the insyte-n¿ was pushed, and the motion of pulling the needle (expecting it to retract) caused the cannula to be pulled from the vein. The baby then needed a second IV poke to start the IV. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Device/batch history record review findings: DHR review was performed on the lot number 7178724. The lot number was built/packaged on afa line 4, from (B)(6) 2017 thru (B)(6) 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: observations and testing could not be performed because units were not received for investigation. The defect needle retraction failure, as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation; there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Root cause for this incident was indeterminate. Without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.